Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tibial component shows nicks and gouges. Small boney fragments are imbedded in the trabecular metal surface of the device. The trabecular metal also appears worn on the anterior portion of the device as well. The articular surface and bone screw were also returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: palacos r 1x40 single cat# 00111214001, lot# 77114385, femur cemented posterior stabilized ps cat# 42500007001, lot# 62372810, all poly patella cemented 38 mm diameter cat# 42540000038, lot# 62435813, articular surface fixed bearing ps left cat# 42511400810, lot# 62497799. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient was revised four years after initial total left knee arthroplasty due to tibial subsidence, pain and instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. Therefore, the root cause of the reported issue is attributed to a "design issue." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.